Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient turned the voltage down and turned the stimulation off but the patient was still feeling the stimulation in the back and tingling in her feet and legs. It was noted that the patient was recently diagnosed with dementia and the patient's daughter did not know if the patient was actually feeling it or not. The patient's daughter wanted to go to the original settings, so patient services walked her through how to do it and it would not go back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.